Manufacturer narrative:
Despite multiple attempts made to the field, no further information concerning this event was made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead went from bipolar to unipolar mode which led to loss of capture and high thresholds. No asystole was noted as the patient had an underlying rhythm. A review of device memory also noted the system exhibited a high out of range pacing impedance measurement of greater than 2000 ohms shortly after implant. The cause of the impedance issue has not been determined and no intervention has been performed at this time. The device continues to remain implanted and in service. No adverse patient effects were reported.